Event description:
(B)(4). It was reported that the ceiling cover from the flat panel arm suspension slid down the drop tube. There was no reported patient involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. Evaluation summary: a stryker field service technician went onsite and discovered that the retaining ring was no longer holding the ceiling cover up to the ceiling. The retaining ring is a ring of metal with three holes in it through which pressure screws are inserted. They are threaded the full span and apply pressure to the down tube to hold the ring and the ceiling cover in position. It was determined that the pressure screws were not tight enough causing the retaining ring to slide down the drop tube of the suspension along with the ceiling cover. There is not a risk of the ceiling cover falling into the surgical field as it will only slide down the tube until it intersects the horizontal arm and cannot continue to slide. However, there is potential for dust or other material from the ceiling to fall into the surgical field. It could not be determined why the screws were not tight enough, but it is possible that they were not properly tightened during the last service or during installation. The field service representative returned the ceiling cover and retaining ring to their proper positions and tightened the screws to resolve the issue. No adverse consequences reported. This is not a single use device.